Event description:
The caller reported at thirty days of use, the tube's cuff leaked. A non-routine replacement of the tube was required. The caller stated this facility normally changes the patient's tubes every three months.

Manufacturer narrative:
Information reported suggests reuse of the device beyond labeled specifications of twenty-nine days.